Event description:
It was reported that the patient was unable to adjust the stimulation. The patient programmer displayed a "call your doctor" message and a power on resent condition was reported. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Concomitant medical products: programmer model 37742, serial #(B)(4); recharger model 37752, serial #(B)(4); lead model 399930, serial #(B)(4), implanted: (B)(6) 2006 explanted: unknown; extension model 3708340, serial #(B)(4), implanted: (B)(6) 2006 explanted: unknown; extension model 3708340, serial #(B)(4), implanted: (B)(6) 2006 explanted: unknown.